Manufacturer narrative:
Evaluation of the product was based upon photographs provided by the distributor.

Event description:
The device distributor reported that upon inspection in their warehouse, a foreign object which appeared to be a hair was found within the device sterile packaging. There was no patient involvement, no delay, no medical intervention and no adverse consequence related to this event.